Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The caller had a broken desktop charger (dtc) connector pin.. Patient (pt) said the pin was bent and wouldn't plug into the recharger. A replacement desktop charger was sent out to the patient. No symptoms were reported. Additional information was received. It was reported that the recharger (insr) is still not charging, pt said she attempted to recharge it all night but it will not power on. Pt was at MRI appt. During call, another phone number was provided for pt to follow-up for further troubleshooting. Pt called back stating that they received the replacement dtc, however the insr was still completely dead and would not power on even after charging the insr from the dtc for a day and a half. Pt confirmed that the dtc green light was on. Pt stated that they were going to have a MRI today, however they couldn't have the MRI as they were unable to place the device in MRI mode since the ins wasn't charged due to the insr being unresponsive. Pt noted that they were going to meet with their surgeon tomorrow. Pt also reported that they lost their mdt ID card. An e-mail was sent to repair to replace the insr, and an e-mail was sent to registration to request a new ID card for the pt. No symptoms were re ported.

Manufacturer narrative:
B3: date is approximate. Continuation of d10: product ID 37761 lot# serial# (B)(6) implanted: explanted: product type recharger product ID 37751 lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6), ubd: , UDI#: ; product ID: 37751, serial/lot #: (B)(6), ubd: , UDI#: h3: analysis of the desktop charger (serial# (B)(6)) found a broken/bent connector pin. Analysis of the recharger (serial# (B)(6)) found bent connector pins and the antenna had a frayed cable. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.